Event description:
It was reported by the facility that the haptic had broken. Due to lack of information, it was unknown if the lens was received broken or if it had occurred during surgery. It is unknown if there was any patient contact or injury. The injector and cartridge lot and model numbers are unknown.